Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for spinal pain. The reporter suspected a pocket fill occurred. The patient had a refill yesterday on (B)(6) 2018 at the office. After the patient left the refill, the patient passed out behind the wheel and had a car accident. The patient was in the intensive care unit (ICU) on the date of this report. They had given the patient about 4-5 bags of narcan. The rep had gone in and read the pump and printed out the logs. At this time they were suspecting a pocket fill. It was asked if there were any other signs pointing at a pocket fill such as swelling at the pump site; however, the reporter stated the patient was larger, so she could not really tell. They were going to have the healthcare provider (hcp) access the pump reservoir and confirm if there was any drug in the pump maybe sometime today. This was all the information the reporter had at this time and would follow up with the hcp. The event date was (B)(6) 2018. It was also noted the managing hcp did not have privileges at the hospital the patient was currently located at. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was replaced and a new 20 ml pump was put it. It was noted that during the surgery the catheter was tested and no flow was noted so it was going to be swapped out for an 8731sc. It was stated that the devices would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they confirmed this was a pocket fill and when the pump was aspirated they only aspirated 5 mls of 40 mls of drug. It was noted the patient¿s condition had improved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they did not know the cause of the pocket fill or what actions where taken. The pocket fill had been resolved and the patient was alive. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.